Event description:
The pt received two cypher stent between the left main and the proximal left anterior descending one year later, restenosis was observed in the implanted cypher stent.

Manufacturer narrative:
This female pt had the following med history: ap, hypertension, lipid metabolism abnormality and anemia. The pt was part of another country clinical study. The target lesion was located between the left main and the proximal left anterior descending (lad). The vessel was de novo, eccentric, diffused, bifurcated, slightly calcified and slightly tortuous. The diameter of the vessel was 4.65mm and the lesion length was 25mm pre-procedure stenosis was 34%. Aha/acc classification of the vessel was a type c. Aspirin, isosorbide mononitrate, and ticlopidine hydrochloride were admin before the procedure. The procedure was an elective case. Heparin was administered. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.0 x 15mm balloon at 12 atmospheres. A 2.5 x 28 mm cypher stent (lot number i0305069) was implanted at 12 atmospheres for 16-30 seconds at the target lesion. A 3.5 x 18mm cypher stent (lot number i0105177) was implanted at 18 atmospheres within 15 seconds at the proximal end of the initially implanted cypher with overlap. Post-dilation was conducted with a 3.5 x 15mm balloon at 20 atmospheres, timi flow before and after the procedure was 3. The residual % of stenosis was 19%. Ivus was conducted. At the 8-month follow-up, coronary angiography (cag) was conducted and the implanted cypher stents were patent. At the 12-month follow-up cag was conducted and restenosis was observed at the overlapping area of the implanted cypher stents. There was 61% stenosis. The pt did not show any symptoms. To treat the restenosis, balloon angioplasty was conducted with a 2.5 x 09 mm balloon at 20 atmospheres. The residual % of stenosis was 27%. The physician noted that the probable cause of this event may be due to the fact that the stent was under-dilated at the overlapping section because it was a bifurcated lesion. This device (lot i010177) is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-00807.